Event description:
Device malfunction: clip stuck in distal end of sheath. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. The device clip deployed approx 3/4 of the way down the starclose sheath, towards the distal end of the clip applier. Manual compression was used to achieve hemostasis. No add'l info available.

Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, pt and device info. Eval summary: the device was returned fully deployed with the clip captured in the distal end of the exchange sheath. The internal and external components of the device were in the correct post deployed positions. The clip tines cut into and captured the distal end of the sheath. The position of the clip in the sheath indicates the sheath was elongated past the distal end of the tube set during clip deployment causing the clip to fire into the sheath. The conditions that caused the sheath to stretch during thumb advancement are unk. No conclusion could be drawn; therefore, the root cause is undetermined. Review of the history record for this device did not produce any findings relevant to this investigation.